Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The downstream sensor pressure range test was performed. The pump failed the downstream pressure range test at 8.8 psi. The sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that the pressure of the smiths medical cadd solis vip pump was too low. No patient was involved in this event. No adverse effects were reported.